Event description:
The customer removed the batteries from the pump and wants to know what type of battery to use. The customer got a battery alarm after they changed the batteries. Assisted the customer to reset the pump, correcting the time/date and to confirm that the basal rates were still intact. The customer had ran low the day before admission and was eventully hospitalized for low bgs. Also the customer mentioned that they changed the set in the evening and experienced low bgs in the morning. It could not verify if the customer had the correct concentration of insulin due to battery alarm.